Manufacturer narrative:
To date, the device has not been returned. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed via repair request by the head doctor at the user facility that the customer visera elite ii video system center has an image/power problem, ¿it is not possible to turn on the display¿. The customer reported problem was found during inspection before use. No harm/injury caused to patient or other.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of image/power issue it is not possible to confirm. Olympus will continue to monitor field performance for this device.